Event description:
It was reported that the pump declared an alarm while pumping, specifically alarm 20. There was no reported impact to the customer's blood glucose level. The customer was unable to load a new cartridge successfully, even with assistance. As a corrective action, technical support decided to replace the pump. It was still under warranty, and the customer was informed about using an alternate method, specifically multiple daily injections (mdi), to ensure insulin delivery. The customer was instructed on how to put the pump into storage mode and agreed to return the faulty pump to tandem using a pre-paid label within 10 days.